Manufacturer narrative:
FDA medwatch program - mw2085633. The "patient identifier" and "serial #" have not been provided. The device has not yet been made available for evaluation. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Customer alleges that the dolly wheels in the front of the product got hung up on the side and started spinning while he was trying the chair. States that this has happened before and can usually rock chair back and forth to get it going again. However, when he rocked the chair back and forth, this time the chair spun around and the consumer ended up going down an embankment. When the consumer fell, the consumer's artificial knee pushed up into his femur and split the femur bone. FDA medwatch program - mw5085633.